Manufacturer narrative:
Investigation summary: complaint was confirmed. The device was returned with display assembly separated from the housing. The interior components were inspected, and fluid ingress evidence was found on the captouch foam. Due to fluid ingress the device will need to be scrapped.

Event description:
It was reported that the ilet device¿s touchscreen was coming apart, consistent with a device fracture of the touchscreen component, and a replacement was arranged with user education offered for setup. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem associated with the touchscreen component consistent with a fracture. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.